Event description:
On (B)(6) 1999, I had a bilateral breast augmentation. The (B)(6) clinic, dr. (B)(6) in (B)(6) (no longer in business) placed mentor round textured saline 350cc breast implants above the muscle filled. Starting within a month my health quickly declined. I have been sick for years. Have had hundreds of doctor visits, tests and prescriptions to help with symptoms resulting from them. I gradually got sicker and weaker throughout the years. I had skin issues, stomach issues, extreme fatigue, worsened depression, blurred vision, red eyes, joint pain, muscle pain, back pain, gastrological problems, ringing ears, runny nose, weight issues, constant infections, thyroid problems (had removed), urology issues, headaches, brain fog, shakes, numbness in limbs, pain in implant area and armpits, and inflammation in my entire body. I was referred to a surgeon to talk about removal and breast implant illness. Insurance would not cover removal. I gradually got worse. In (B)(6) 2023 my doctor referred me to a surgeon for consultation. Insurance denied my referral and cost of procedure is (B)(6). I have been on bii support groups for several years so I got the name of a surgeon who performs the explant en bloc procedure. On (B)(6), I had them removed. I explanted with dr. (B)(6) at (B)(6). Surgery was performed at (B)(6) surgery center. I am three days post op and some symptoms are gone or reduced. This needs to be recognized as an illness so women like me can get them removed instead of waiting years getting sicker because they can't afford it. Now I have almost (B)(6) in credit card debt to pay for it because insurance won't cover it. I have had so many tests on all of the symptoms. Reference report: mw5146326.